Manufacturer narrative:
(B)(6). Occupation: retailer/dealer/distributor. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported black dots were present in the dressing. Photos depicting the reported complaint issue were provided by the complainant.